Event description:
It was reported that bd insyte¿ IV catheter needle punctured through the catheter. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2020, before using the intravenous indwelling needle, the nurse conducted a routine examination (not yet used on the patient) : there was no abnormal. During the examination, when the needle was loosened and returned, the needle punctured through the catheter, it was resulted abandonment. Customer switched to another indwelling needle.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter needle punctured through the catheter. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2020, before using the intravenous indwelling needle, the nurse conducted a routine examination (not yet used on the patient) : there was no abnormal. During the examination, when the needle was loosened and returned, the needle punctured through the catheter, it was resulted abandonment. Customer switched to another indwelling needle.